Event description:
Upon completion of a pt exam, the operator quickly rotated the x-ray tube assembly and her finger inadvertently became caught on the bottom of the tube assembly. As a result, the operator's finger was reportedly severed above the fingernail.